Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. Arterial access was confirmed in the common femoral artery under fluoroscopy. It was reported that three perclose a-t devices were used. The first device was inserted without difficulty. After deployment of the device, the physician tied an "air knot" and could not advance the knot down to the arteriotomy. The physician believed the suture was caught in the tissue track. Hemostasis was not achieved. The physician removed the first device over a guide wire and started to advance the second device when he noticed that the foot of the device was prematurely deployed. The second device was removed. The physician attempted to insert a third device over a guide wire but it would not advance into the artery. The physician decided to use a 6 fr. Dilator and then a 7 fr. Dilator to increase the size of the tissue track and arteriotomy. The dilators were advanced into the artery over a guide wire w/o difficulty; however, the third device still could not be advanced. A 9 fr. Peel away sheath was inserted to increase the arteriotomy. The third device was then successfully advanced through the arteriotomy. It was reported there was a "significant" amount of bleeding noted around the sheath of the device. After the device was deployed, the physician was reported to have encountered difficulty during knot delivery stating "as the knot was being tightened, it felt like the skin was tenting." Hemostasis was not achieved, therefore the physician decided to place a 10 fr. Sheath. The pt's blood pressure was reported to be "low." The physician inserted a sheath into the right femoral vein and intravenous fluids were given in order to stabilize the pt's "low" blood pressure. A femstop was applied because of bleeding noted around the 10 fr. Sheath. It was reported that hemostasis was then achieved. A critical care physician and vascular surgeon were consulted. The physicians believed that an arterial tear probably occurred. The pt was transferred to the medical ICU. The femstop was removed within 3-4hrs and no further bleeding was noted. The vascular surgeon decided not to take the pt to surgery because the bleeding ceased. The next day, the physician removed the 10 fr sheath over a guide wire and exchanged it for a 7 fr. Sheath. The femstop was reapplied due to bleeding around the sheath. Hemostasis was then achieved and after a few hrs the femstop was removed. It was reported that during the night, while the pt was under sedation, they pulled out the 7 fr sheath. Hemostasis was achieved via femstop compression. The pt remains hospitalized due to other medical conditions and not this reported event. There is no report of further adverse pt sequelae.